Manufacturer narrative:
The instrument has been investigated. Ocd field service engineer (fse) evaluated the instrument and found plunger clamp on position 2 with stuck ejection pin. Fse replaced the plunger clamp in position #2, cable 71 and inspected all tip and plunger clamps. The instrument was tested without further problem. Instrument is operating as expected. No repairs necessary.

Event description:
The ortho summit sample handling system instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc (B) (4).